Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty left monitor. System operates as intended.

Event description:
It was reported that the left monitor went blank prior to a case. No patient injury was reported.